Event description:
The pt had several runs of ventricular tachycardia that were related to the non-gated extra-corporeal shockwave lithotripsy frequency and power settings of the storz machine. The storz rep said he was aware of a higher arrythmia rate then the FDA was aware of when adverse events were submitted.

Event description:
The pt had several runs of ventricular tachycardia that were related to the non-gated extra-corporeal shockwave lithotripsy frequency and power settings of the storz machine. The storz rep said he was aware of a higher arrythmia rate than the FDA was aware of when adverse event were submitted.